Event description:
It was reported that the pt heard their intrathecal drug delivery pump beeping. The hcp checked the pump logs and reported two motor stalls had occurred. The pt was experiencing "severe pain". The pt had an MRI in late 2007. The MRI was at 1.5 tesla. A printout of the logs show the pump stalled on the same day, and recovered the following day, however, stalled again two hours later. No recovery message was seen following the second motor stall. The alarm was activated and remained activated the entire time. The hcp aspirated 30 mls from the pump reservoir; the expected volume was 19 mls. The drug in the pump was morphine (dose and concentration unk). The pump was explanted and replaced in 2008. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.